Event description:
It was reported that an advance sling was implanted in 2012 and that the pt was initially continent, but developed recurring incontinence a "few months" after implant. On (B)(6) 2012, the pt was taken to surgery to implant an alternate continence device. During the procedure, the surgeon was unable to insert a catheter into the urethra. On cystoscopy, mesh was visible through the thin urethral tissue, so it was decided to remove the mesh. On removal, a small urethral erosion was noted. The alternate continence device was not implanted. Post-operatively, a foley catheter was in place for three weeks and has now been removed. The pt is reported to be doing well.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.